Event description:
The patient underwent an titan (non-bsc device) surgery due to unspecified reasons. A new tactra was implanted. No patient complications were reported in relation to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).